Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The technical service representative (tsr) assisted the patient in cycling the power. The tsr initiated the swap of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. Functional testing was performed on the device. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.